Event description:
Reportedly, the table was tilted to 90 degrees and the footrest slipped off while pt was standing on it. Pt fell straight off table feet first and landed in an upright position. Reportedly, the pt was not injured.